Manufacturer narrative:
Ventec opened the device in order to perform a visual inspection and observed that there were multiple damaged components on the control board. Ventec further observed damage to the ball bearings of the device¿s blower assembly. Ventec determined that the damage to the ball bearings of the blower assembly had caused increased resistance to the components on the control board, thus damaging them, and had caused the reported zero exhaled tidal volume (vte), no ventilation output and the patient circuit disconnect and low inspiratory pressure alarms. Ventec replaced the blower assembly and the control board to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the root cause of the reported issue was damage to the ball bearings of the blower assembly.

Manufacturer narrative:
H6: ventec performed a preliminary evaluation of the device and verified that its exhaled tidal volume (vte) levels were low (0), that the device had no ventilation output and had displayed alarms for low inspiratory pressure and patient circuit disconnect. Ventec continues to investigate the reported issues. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the device needed service. The reporter had advised that the device had "failed to pass est and did not cycle. Both circuits were changed with no changes to "failed est"." Multiple attempts were made to contact the reporter in order to get a better description of the issue, but no response was received. There were no reports of patient use associated with the reported event. Upon preliminary evaluation of the device, ventec observed that it was delivering low (0) exhaled tidal volume (vte) levels, resulting in no ventilation output, and that it displayed low inspiratory pressure and patient circuit disconnect alarms.